Event description:
(B)(4). Inflammation of the fallopian tubes. Pelvic pain. Uti and yeast infections constantly. Head aches, muscle and joint pain. Stomach swelling. Ovarian cysts. Currently: hyperthyroidism (graves disease) lupus (auto immune disorder. Wide spread pain.